Manufacturer narrative:
Event date: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation in non target area. It was also noted that the ipg had stopped working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.